Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 516 mg/dl at the time of incident. Troubleshooting advised customer to change the site and customer indicated that the cannula was bent. Customer indicated that insulin drips are coming from their new infusion set. Troubleshooting advised customer to follow up with their doctor regarding the high blood glucose.